Event description:
It was reported that they had a frayed desktop charger cord. An email was sent to repair to replace the frayed cord. Emailed replacement dtc request to repair. Caller also requested a new charger stating that the current one is looking worn. Agent sent email to transition patient to wireless recharging system. Additional info received from patient that they are seeing 376 code on recharger . They states the recharger antenna cord is cracked. Pss emailed repair to replace the recharger antenna. Caller states it does not seem like patient is getting therapy. Caller states programmer shows ins is low , therapy on and at 25% charged. During the call , caller was able to get coupling boxes and will charge patient. Additional information was received from patient rep called and said the facility lost the book on the device, and it seems like it is not working at all. They are getting a call your doctor symbol. The patient had a damaged recharging antenna and we sent him a new one. They told her that they were sent the wrong recharging cable and it didn't fit. They were using the old antenna and were making it work. They said they could get it to 75-100% charged but it took longer. The patient rep saw the call your doctor code yesterday and she thinks it was 375 error code. The facility was telling her they were seeing a call your doctor code on monday. Patient rep thinks they were seeing the same code that she say december 23. She thinks they have been limping along since december using the same broken charging antenna. The facility said they called medtronic and they told them his device needs to be replaced. Patient rep said she doesn't know of any time the patient has got a por. Patient rep is going to go to the facility and try and replace the recharging antenna and see if she can charge his implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.